Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the infusion set broke prior to the customer's hospitalization. The customer's blood glucose level at the time of the emergency room visit was 343 mg/dl. The customer experienced a hyperglycemic event. The customer treated her blood glucose level manually. The customer was not wearing the insulin pump at the time of the emergency room visit. The customer was off the insulin pump for that day. The device was not returned.